Event description:
The facility representative reported a pump in which the bolus volume overinfused, according to the reporter. The pump overinfused .3mls. The intended bolus volume is unk. This was found during pt use, with no pt injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The device has not yet been received for evaluation. Should an evaluation of the device be performed, or more information become available a follow-up report will be sent.